Event description:
It was reported that prior to cardiomems implant on (B)(6) 2019 right heart catheterization occurred causing minor perforation of the pulmonary artery with guidewire. Patient was not implanted with cardiomems device and it was confirmed under imaging that perforation has self sealed.